Event description:
Related manufacturer reference number: 2017865-2024-03758. It was reported that a patient presented in-clinic with reported heart palpitations. Examination of the patient's right atrial and right ventricular leads revealed dislodgement, due to the malfunctions of under-sensing, loss of capture, and low pacing impedance noted on both leads. Both leads were explanted and replaced on (B)(6) 2024. The patient was stable throughout.